Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a preface® guiding sheath with multipurpose curve and the brim cap detached. After placing and withdrawing the smarttouch sf catheter through the preface, the brim cap of the preface came off. The issue was resolved by changing the preface to another one. The procedure was completed with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on 4/16/2018. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, the expiration date (2020-01-31) and manufacturing date (2017-02-18) were provided. The corresponding fields of this report have been updated. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a preface® guiding sheath with multipurpose curve and the brim cap detached. The device was inspected and it was found in normal conditions, no separate parts were observed. Then, the preface was flushed and no anomalies were found. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer's ref. No: (B)(4).